Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the lead ICU rn returned a pump and used fentanyl drip to the pharmacy. There was a discrepancy in what volume should have been remaining in the bag per their log sheet and what was actually in the 250ml fentanyl bag. The pump was programmed to infuse a fentanyl secondary infusion at 5ml/h then changed to 2.5ml/h later in the day with a priming volume of 20-25ml. There was an unexpected 55ml remaining in the bag later in the day when the clinician was doing routine volume checks. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an incorrect volume remaining in the bag of fentanyl was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Analysis of the pcu event log shows that on (B)(6) 2016 from 9:32am to 9:33pm the device was infusing sodium bicarbonate with the rate at 150ml/hr and vtbi at 1000ml. On (B)(6) 2016 at 7:21am the device was programmed to infuse fentanyl 2500mcg / 250ml at 50mcg/hr (5ml/hr) with the vtbi at 157ml. At 9:24am the dose was lowered to 25mcg/hr (2.5ml/hr). Three rapid bolus doses of 25mcg (2.5ml) were performed between 10:32am and 2:16pm. The infusion was terminated at 11:22pm. The total calculated volume of fentanyl infused is 52.265ml suggesting that the remaining volume in the bag minus the approximate priming volume of 25ml should be 172.735ml. The actual bag volume for the fentanyl could not be ascertained from the log review. No secondary infusion was found to have been programmed as the customer reported. Rate accuracy testing found the device to be infusing within specification. The root cause of the customer¿s report was not identified.